Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. On (B)(6) 2017 the patient experienced elevated blood glucose levels and was unresponsive. Paramedic's were called and transported the patient to the hospital. The blood glucose results and treatment provided by the paramedic's were not provided. Upon arrival at the hospital, the patient's blood glucose was 35 mmol/l. The patient was diagnosed with diabetic ketoacidosis, and was treated with variable rate infusion. The patient was hospitalized for 2 days. On (B)(6) 2017 the patient was re-admitted to the hospital. Paramedic's were called and transported the patient to the hospital. The blood glucose results and treatment provided by the paramedic's were not provided. Upon arrival at the hospital, the patient's blood glucose was 35 mmol/l. The patient was diagnosed with diabetic ketoacidosis, and was treated with variable rate infusion. The patient was discharged on (B)(6) 2017. The infusion device was requested to be returned for product evaluation.